Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
5003 series elbow disengaged. Custom circlip broke off from custom axle. Custom part numbers c-m106-5-900 & c-m106-5-901. Update 15/february/2021 wg: product not available. Still in-situ awaiting revision surgery.